Manufacturer narrative:
(B)(4) - coil protrusion. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Additional information confirmed that there were no issues with preparation and advancement of the coil, continuous flush was maintained, directions for used (dfu) were followed, detachment system was replaced and subsequent coils were implanted with the same detachment system. The gdc dfu indicates that if undesirable movement of the coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate the coil could migrate once it is detached. It is likely that difficulties encountered during detachment may have lead to the coil protrusion if the coil moved out of place during detachment attempt. Therefore, based on the information available, a root cause of operational context will be assigned to this event.

Event description:
During procedure the physician mechanically detached a coil when it failed to detach following electrolysis. The proximal end of the coil protruded into the parent vessel (anatomy unknown). There was no reported clinical consequence to the patient.